Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the output of the atrial lead was increased and there was a message stating that the atrial lead impedance trend and episode were deleted due to invalidity. Previous session noted lower atrial output, so it is unknown why it was increased. The physician suspected a possible software anomaly. Programming changes were made. There were no patient consequences.